Manufacturer narrative:
One tapered screw-vent dental implant (B)(6), abutment and crown were returned for investigation. There were no allegations against abutment/crown. Therefore, the investigation was centered only on the implant and the reported event. Visual evaluation of the as returned implant identified that the device collar was fractured. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the implant was fractured. No pre-existing conditions were reported. The reported device had been placed on tooth # 3 (universal) for approximately 11 years. X-ray/picture image was not provided. DHR review for the lot (61283831) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (61283831) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported implant and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patient, as it was noted, the device had been implanted for approximately 11 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Additional 510(k) number: k013227.

Event description:
It was reported that a dental implant was removed due to fracture at tooth location 3.